Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. An internal inspection of the device found the color cable to be slightly lifted and evidence of the customer opening the device. There was damage to the housing, screw holes, and ECG input connector. As a result of the device being tampered with, root cause could not be firmly established. The color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.